Event description:
It was reported that the male external catheter adhesive was staying on well and sometimes had adhesive left behind for 2 days. Also stated that the catheter was falling off in the middle of the night and not even staying on for a couple of hours.

Manufacturer narrative:
The reported issue was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to viscometer failure or mechanical failure. It was unknown whether the device had met specifications. The product used for the treatment but it was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions: to remove gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive" correction: d, e, h h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the male external catheter's adhesive stayed on well and sometimes had adhesive left behind for 2 days . Also sated that some falling off in the middle of the night and not even staying on for a couple of hours.